Event description:
It was reported that following a percutaneous procedure a 6f angio-seal sts plus was used. The puncture site was the mid right common femoral artery (rcfa). Four days later the pt returned with a suspected acute occlusion of the rcfa. There were no difficulties with the angio-seal deployment. The pt has medical history of mild to moderate cfa plaque.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.